Event description:
It was reported that a patient had an unspecified break in aseptic technique coincident with automated peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent. The patient was not hospitalized for the peritonitis event. On the same day as onset, the patient began treatment for the peritonitis with gentamicin (80mg, intraperitoneally, daily). The last date of antibiotic therapy was unknown. On an unreported date, the patient was retrained on proper aseptic technique for pd therapy. On an unreported date, the patient was recovered from the peritonitis event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.